Event description:
It was reported that the pump of this artificial urinary sphincter (aus) would stay flat when trying to use the device. A revision surgery was performed, and upon examination fluid leakage due to a hole in the pressure regulating balloon was found. The device was explanted and replaced. No further details were provided.